Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the endoscopic image of the subject device was not displayed. The user replaced the subject device to another device and completed the procedure. The field service engineer visited to the customer and found that the reported phenomenon was confirmed and the front panel of the subject device was blinking all the time. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus thailand there was the possibility that the no image was attributed to the failure of the image processing circuit board due to the deterioration of the components by repeatedly long-term use, also the blinking the front panel was attributed to the failure of the front panel due to the deterioration of the components by repeatedly long-term use and the unstable operation of the image processing circuit board due to the deterioration of the components by repeatedly long-term use, because more than eleven years passed since the subject device had been manufactured. If additional information becomes available, this report will be supplemented.